Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of sheath torn.

Event description:
It was reported that a navigator access sheath device was about to be used during a flexible ureteroscopy procedure. Prior to procedure, the physician places the access sheath over the wire and noticed that the connection of the sheath to the hub was frayed. The procedure was completed with another of the same device with no patient complications.